Event description:
Patient reported that on 3 occasions the infusion set ore at the luer lock connectiion. Patient indicated that he thought he had put a bit of stress on the infusion set while he was sleeping. Patient indicated that he discovered the issue as a result of elevated blood glucose (360 mg/dl) and could smell insulin. Patient indicated that he did not see medical attention to address the elevated blood glucose. Patient indicated that he thought he had put a bit of stress on the infusion set while he as sleeping.